Manufacturer narrative:
This report is filed, january 7, 2016. The implanted device remains.

Event description:
It was reported that the patient experienced soreness at the implant site and it's believed there may be an infection at the site. The patient has been treated with steroid injections and topical antibiotics for the soreness (date not reported) and most recently been prescribed a two week course of oral antibiotics (date not reported). The implanted device remains.